Manufacturer narrative:
(B)(4). The complaint was confirmed per clinical review, as no sample was returned for evaluation. There were no reboxes, reworks, process issues, fail tasks, or rm issues noted on this edhr. No issues with the DHR for this pack/lot combination. A specification review it appears that this customer attaches l5 of line 2 to the open leg of the 3/8" y-connector on line 31 and l0 to the open leg of the 1/2x3/8x1/2 y-connector also on line 31. This is a user made connection. The components which disconnected were as follows: y-connector - part 0007-54512x - lot td19; - nc part 0007-54512 - lot 1405500008; tubing - 101470 - lot tf26; - nc part xctb007 - lot 407918. Without the sample we are unable to definitively state this, but the likely cause for this complaint is improper connection technique to the y-connector. The clinical specialist reviewed proper connection techniques with the chief perfusionist. The clinical specialist reviewed proper connection techniques.

Event description:
It was reported that during a cardiovascular bypass procedure a tie banded line blew off from the y connector after the arterial filter. Per clinical review: the chief perfusionist at the hospital stated regarding the tubing disconnect they experienced in the arterial line on a heart transplant procedure. She informed me that the connection was made by the user, not a factory-made connection. They are not implicating the product and stated that it's possible that the user may not have pushed the tubing onto the connector far enough and or the tieband was applied securely but she cannot confirm that. The perfusionist did state that it is their protocol is to push all tubing over two barbs on user-made connections and tieband the connection but cannot confirm that this was done on this particular connection. The cpb circuit was discarded but the chief perfusionist informed me that the perfusionists are supposed to save all devices/products for which there is any issue in the event that the manufacturer wants to investigate the device. Per the tubing pack spec 75637 x-coated transplant pack on page 1, the tubing disconnect occurred at #2 line l0. According to the chief perfusionist they do not feel that there was any patient injury related to the tubing disconnect despite the patient having to be placed on ECMO. She said the patient would very likely have had to be paced on ECMO despite the tubing disconnect event. They were off bypass approximately 80 seconds to re-attach the tubing and de-air the circuit. The circuit was quickly de-aired through a communication/recirculation line between the arterial and venous lines (#29 on page 6). She stated that they feel very confident that no air was pumped to the patient. The clinician reacted very rapidly in reattaching the tubing, de-airing the circuit and re-establishing cpb. There was approximately 500 ml of blood loss.